Event description:
The hcp reported that the pt was experiencing "drug withdrawal symptoms". The pump was filled 24 hours earlier with a drug concentration change from 10 mg/ml to 25 mg/ml; dose remained at 2mg/day. A bridge bolus was not performed. Two boluses were given at an unk time after the refill. The "old drug" was still being delivered at the old rate.